Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a battery connector not plugged into the interface board. No motor error alarm could be verified due to the blank display. However, the motor was found with an out of phase encoder signal while testing outside of the device. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.